Manufacturer narrative:
Concomitant products addrl1 ipg, implanted: (B)(6) 2016. Pb1018 pulmonary valve x2, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and was presyncopal. The right ventricular (rv) lead exhibited unstable thresholds and intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.